Event description:
Post placement of a corpak enteral feeding tube, the x-ray was read by radiologist. The radiologist notified the nursing staff that the corpak tube was noted to be in the pt's lung and the pt had a pneumothorax. The corpak tube was removed and the chest tube was placed by the md and the pt was chemically paralyzed.